Manufacturer narrative:
(B)(4). Concomitant medical devices and therapy dates, attachment device, (B)(6) 2020. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition that the ran in the locked state was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device had worn bearings and failed pretest for cuter engagement assessment. Therefore, the reported condition that the device jumped out of the lock was confirmed. The assignable root cause was determined to be due component failure from normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that two attachment devices jumped out of the lock and ran in a locked state. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.